Manufacturer narrative:
The reported events were oversensing, low pacing lead impedance, and insulation damage. As received, a partial lead (only distal portion) was returned in one piece. The reported event of insulation damage was confirmed. Visual inspection of the lead found external insulation abrasion breaching the optim sheath with intact silicone insulation beneath at the proximal region. The cause of insulation damage was due to external insulation abrasion consistent with friction to the device can. The reported event of oversensing and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage to the ring electrode cable lumen, ring electrode cable coating, and right ventricular shock coil. The lead impedance could not be tested due to the condition of the lead as received

Event description:
Additional information was received indicating the right ventricular (rv) lead was explanted and replaced to resolve the event. During explant, rv lead damage was detected during the procedure. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted, session records were reviewed, and low pacing impedance was also noted on the right ventricular lead. Provocative testing was performed and pacing impedance variation was noted. The physician suspected right ventricular lead damage; however, diagnostic imaging was performed and no anomalies were observed. No intervention has been performed at this time. The patient is in stable condition and will continue to be monitored.